Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. How long (in minutes) did the surgery prolong? Unknown. Please provide the lot number not provided by the rn reporter. Package thrown away. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report:: (B)(4).

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2022 and suture was used. During the procedure, upon closure, needle broke free from suture, time spent looking for needle, x-ray called, multiple x-rays taken, suture found and counts rectified. There were no patient consequences reported. Additional information was requested.